Event description:
Pt was known to have had seizures in the past. She was confined to the bed or chair and and could not ambulate due to multiple contractures. On march 19th, at approximately 5:30 am, pt was found partially between the bed mattress and the bed rail. Her head and face were turned toward the mattress. She did not appear to be breathing when she was found by the aide. There appeared to be a gap between the mattress and the bed rail and due to the size of the resident she had slipped through the gap. The attending physician and the justice of the peace were notified and the jp came out and pronounced the resident dead at approximately 6:55 am. Cause of death: possible heart condition. The resident's face was toward the bed away from the rail. There was no evidence that the resident had been choked by the rail and there was no evidence that the resident had suffocated. After learning of the accident all the bed rails were re-checked by the director of resident care and the administrator. The maintenance supervisor and two other maintenance men were summoned back to double check and tighten all bed rails. Residents that were considered to be at risk of being caught between the mattresses and rails were carefully evaluated. They were transfered to other beds or the bed rails were changed.